Event description:
On 11/22/94 distributor learned from the hosp that the ventilator became inoperative while on a pt. The pt was "bagged" and put on another ventilator, and that the pt was not affected by the incident.